Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high impedance on the high voltage coil of the right ventricular (rv) lead. Reprogramming was performed to turn off the svc coil. The lead remains in the patient. No patient complications have been reported as a result of this event.